Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port of the pump was observed to be bent as the customer intermittently experienced difficulty charging the pump with the usb cable. Customer¿s blood glucose was 250 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information and complete troubleshooting; however, a response was not received.